Manufacturer narrative:
Alleged failure: per customer to rep via email: I have a strykeflow @ kit #250-070-520 lot 18304fg2 staff opened for a kidney case and discovered a foreign object inside. Due to this, the kit was considered contaminated and not used. Another kit was pulled to finish the case. Per rep: I wasn t there and was recently informed of this incident this morning. Kathy bruner is my contact for this incident. She is cc¿ed in the email. I believe they order from this account number (B)(4). I don¿t know what po it is from. I don¿t believe any patient harm came from this. I¿m sure we would have been informed if so. I don¿t know if this was noticed before or during the case. Salesforce case number 03952311 the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be foreign material fell inside during packaging or manufacturing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known. Gtin:(B)(4).

Event description:
It was reported that there was foreign material inside of the sterile package.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foreign material inside of the sterile package.